Manufacturer narrative:
Omit: returned to manufacturer on, a25 no apparent adverse event (3189),b01 testing of actual/suspected device,c19 no device problem found,d14 - no problem detected reason code for no evaluation. If other specify. Device manufacture date. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the patient had a scheduled intravenous antibiotic cefepime. The bag was set to the correct parameters. But upon completion less than a quarter of the bag was left, so all of the infusion was not received by the patient and it was not discovered until the next scheduled antibiotic. The next evening, new antibiotics were monitored and it was noted that on one of the bags that the suction of the bag was extremely high and upon completion of the programmed infusioin, it still had fluid in the drip chamber left as well as in the medication bag. The staff member restarted the antibiotic infusion and waited. Shortly after, it switched to running the flush again even though it said it was still running the antibiotic. The suction created with the medication bag was preventing the antibiotic from administering and was causing it to switch to the intravebous flush bag even though there is still antibiotic in the bag and the drip chamber. There was patient involvement but the information on patient impact is not known. Although requested, additional information was not provided.

Event description:
It was reported that an infusion of cefepime completed with less than a quarter of the infusion remaining in the bag. The customer reported that the "suction was extremely high" and that the suction on the IV bag was preventing all of the antibiotic from completing. They stated that there was concomitant flow and both the cefepime and the IV flush bag were infusing simultaneously. There was no reported patient impact.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available, d15 - cause not established a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that an infusion of cefepime completed with less than a quarter of the infusion remaining in the bag. The customer reported that the "suction was extremely high" and that the suction on the IV bag was preventing all of the antibiotic from completing. They stated that there was concomitant flow and both the cefepime and the IV flush bag were infusing simultaneously. There was no reported patient impact.